Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how much blood was lost (ml)? 30 mls. Did the patient require a blood transfusion? No. If yes, how many units were given? Na. Did the post-operative care change based on the bleeding? Rep does not believe so. What is the current status of the patient? Stable as far as the rep is aware.

Event description:
It was reported that during a hemorrhoidectomy procedure, when the device was fired the red safety latch snapped in half. The safety was removed before firing so why it snapped is a mystery. The firing sequence did not complete and unformed staples could be seen. This caused the hemorrhoids being cut and removed but not sealed with staples. There was quite a lot of arterial and venous bleeding from the affected area which required multiple sutures which should have not been required. The patient was unharmed and there was only a minimal delay to the surgical time of ten minutes. Rep present for procedure.

Manufacturer narrative:
(B)(4). Batch # m53z3z. The analysis results found that the pph03 device arrived with the safety missing. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. In addition there were no staples present in the device and the breakaway washer was uncut and indented, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted when attempting to reattach the detachable head or anvil do not clamp across or grip on the locking springs when as it might not click into place. Please reference the instructions for use for additional information. No functional test was performed due the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.